Event description:
Covidien received information stating that an ht70 plus ventilator displayed a blue screen intermittently during boot up. The customer reported that there was a continuous buzz sound from an unknown internal part when starting the device. The touch screen was then unresponsive. The unit did not fail while attached to the patient, failed during setup and was substituted with another unit.

Manufacturer narrative:
The device analysis verified the reported event. The unit was serviced, including updating the software. The device passed all post service testing. A software update was released previously to improve the ventilator start-up code affecting the power-up of the touch screen.(B)(4).